Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the nasogastric tube (ng) was inserted according to instructions. The tube was presenting a difficult permeability, needing numerous irrigations for the ng to work. Twenty-four hours post insertion, permeability and irrigation was impossible so the ng was removed. The extremity of the tube looked like it ruptured. The distal part of the removed ng was missing and after an xray, it was found in the patient's stomach.

Manufacturer narrative:
Additional information h6 medical device problem code - added two additional codes. Investigation summary: a sample was not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Since a sample nor photos were received for evaluation, the issue reported could not be confirmed. As part of the investigation, the manufacturing process was reviewed and all process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. However, opportunities of improvement were found at the bolus assembly which included modification of the adapter height with confirmation of tensions with height of the new dispenser. A quality alert and notification was issued to the necessary manufacturing personnel. No additional actions are deemed required at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.